Event description:
It was reported that an ilet user experienced a pairing failure when attempting to connect a dexcom g7 sensor to the ilet, despite successful connection to the dexcom app; the user interface displayed ¿sensor pairing¿ on the ilet and customer support instructed the user to toggle g7 to g6 back to g7 and re-enter the pairing code, then monitor for pairing within 30 minutes. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer support troubleshooting and user education to attempt re-pairing steps. Investigation of this case revealed a suspected communication or connectivity issue between the ilet and the cgm during initial setup, with no evidence of device damage or user injury. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or environment-related connectivity interference during pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.